Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked end cap, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump seemed to be falling apart. The customer¿s blood glucose level was 140 mg/dl at the time of the call. The customer went to change the reservoir and during the prime, the back end of the pump started to push out. Customer states that the pump may have hit the counter. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.